Event description:
The following has been reported: when the pump is off and we turn it on, it alarms us that there is air in the tubing, while the primary tubing is not yet put into the pump. Subsequently we must turn off the pump and reset several times before the alarm goes away. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.